Manufacturer narrative:
The automated impella controller was returned on 01/03/2024, an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient was to have an impella device for mechanical circulatory support. The complainant reported the the automated impella controller (aic) experienced a red alarm, battery failure. The staff attempted to troubleshooted and tested, but was unsuccessful. The aic has been sent in for investigation.